Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not boot up properly and it stuck on "initializing connection to host¿. A philips field service engineer (fse) inspected the system onsite and performed a ghost backup and the system started working. Fse ran database consistency check and repair and found that there were still issues with the system possibly with the host pc and/or the 24volt power supply in the m-cabinet. To resolve the issue, fse replaced host pc, hard disk and installed new license file. The defective host pc was returned for analysis. The cause of the host pc could not be conclusively determined by the supplier's part analysis. However, replacement of the host pc, hard disk and installation of new license file, returned the system to use in good working condition. The codes were updated based on the investigation outcome.